Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the superficial femoral artery (sfa). During preparation, the distal cap was removed with weak force and noticed that the balloon shaft detached at 20cm from the distal tip. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A break was found in the midshaft. The break was located at 1180mm distal to the strain relief (10mm proximal of the port). An examination of the break site found that the midshaft was stretched at the site of the break. The distal section of the break site was returned for analysis and no issues were noted with the profile of the device that may have led to the shaft break. The balloon protector was not returned for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the superficial femoral artery (sfa). During preparation, the distal cap was removed with weak force and noticed that the balloon shaft detached at 20cm from the distal tip. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.